Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The flow control valve was replaced and the unit was returned to service. No report of patient involvement. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit was delivering higher pressure than requested. There was no report of patient involvement.